Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital with complaints of chest pain. Surgical intervention was performed to drain a pericardial effusion. The pericardial effusion was not attributed to a perforation. Approximately two weeks later the patient again presented to the hospital with chest pain. Radiological imaging confirmed a perforation and pericardial effusion. Surgical intervention was performed and the lead was explanted and replaced without incident. No additional adverse patient effects were reported.